Event description:
The user experienced an issue with low sodium results and questioned the patient results after an ER doctor mentioned to someone in the lab that he seemed to get a lot of low sodium results on his patients. The user performed a ten patient correlation study with another lab that performs ise testing by the same methodology. Of the data provided, four samples were found to have discrepant initial sodium results. First sample initial results was 133, repeat result was 126 mmol per l. Second sample initial result was 135, repeat results was 129 mmol per l. Sampthird sample initial result was 139, repeat results was 129 mmol per l. Fourth sample initial result was 137, repeat results was 131 mmol per l. The user could not provide any information about additional patients and/or results that may have been involved in this event.

Manufacturer narrative:
The field service representative found the air pump was not working. He replaced the air pump and tubing. To verify the analyzer performance, calibration and controls were performed.